Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the technician stated that blood leaked externally from the header port while the pt was on the machine. Dialyzer was heavily soiled. Estimated blood loss was 50cc's. Pt had no ill effects. Sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.